Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04mar2021.

Event description:
The customer reported display is not functioning. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:16feb2021; b4:12mar2021. The biomedical engineer (bio-med) could not confirm the reported failure. During serving, the bio-med identified the oxygen (o2) sensor calibration failed during extended self test. The bio-med submitted a quote for the fuel cell to be fixed; however, the customer did not approve the quote. The bo-med tested and returned the unit to service without the external o2 monitor being fixed. The customer's alleged malfunction could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.